Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl, clonidine, dilaudid, and morphine via an implantable pump for spinal pain. The doses and concentrations of the drugs were unknown. It was reported on (B)(6) 2016 that the patient was on morphine (dose and concentration unknown) after implant but they had to remove it due to urinary retention. It was removed about 3 months after implant and replaced with fentanyl and dilaudid (doses and concentrations also unknown). They were pulling out the fentanyl and were putting in clonidine (dose and concentration unknown) and the managing physician¿s assistant told them they were concerned because they felt the clonidine was getting too high and they worried about respiratory depression. It was noted that the patient was also taking orally valium 2-3 times a day, roxicodone 3 times a day, and vicodin 3-4 times a day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.